Manufacturer narrative:
Evaluation, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Lead wires are broken and the lead is kinked about 7 cm from the paddle strain relief. Lead fails continuity testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system consisting of a paddle lead and neurostimulator receiver on (B)(6) 2007. It was reported that the patient lost stimulation on (B)(6) 2008. An x-ray showed a break in the lead. The entire scs system was replaced on (B)(6) 2008. The physician electively decided to replace the receiver with an ipg while replacing the lead. Both the lead and the receiver were returned to ans for analysis. Follow up on the patient found no further issues reported.